Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿channel error - error log shows bottle-side pressure sensor error. Sent to sco for repair - replace sensor.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿testing showed that the voltage levels were wrong on both the upstream and downstream pressure sensors, so I replaced them both. I noticed during the visual inspection that the right iui connector was corroded, so I replaced that as well. I recalibrated the unit and ran it through the pm tests found in the alaris system maintenance software; the unit passed all of its tests.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿